Event description:
It was reported, the rigid video scope had a screen that went blank 2-3 times. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: image is getting disturb while rotating the knob. A definitive root cause could not be identified. Based on the results of the investigation: it is likely that the screen went blank 2-3 times due to a component failure in the universal cord. It is likely that the image was disturbed while rotating the knob due to a component failure in the knob. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.